Event description:
The reporter responded to call regarding zimmer biomet hip implant. The reporter mentioned the implant is falling apart inside his body. This causes him pain and numbness specifically in left leg. Also he mentioned about the device recall by the manufacturer on google. Health codes: 2687; 1994; 2415. Device codes: 1069; 1420. Reference report: mw5175118.